Event description:
A medtronic representative reported that when using a system in the medtronic technical services lab (rollingstone computer with synergy cranial 2.2.5) it was observed that when editing a profile name and then selecting another surgeon, without hitting done, the software exited to the blue medtronic splash screen. The system was hard re-booted and they then were able to replicate the reported malfunction. This event was not being used clinically, therefore, no patient was present.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database for further investigation.